Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 918035&357592(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection, drug allergy, penicillin allergy, vaginitis and cystitis. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results: on (B)(6) 2012, urine pregnancy test was performed result was negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (invalid batch). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure (batch no. 918035 & 357592 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection, drug allergy, penicillin allergy, vaginitis, cystitis and uterine fibroids. Concomitant products included natalizumab (tysabri). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (supracervical hysterectomy, salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: result: negative. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Lab data added. Event abdominal pain was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 918035, 357592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection, drug hypersensitivity, penicillin allergy, vaginitis and cystitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy, upracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results: on (B)(6) 2012, urine pregnancy test was performed result was negative. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea were added. On 27-feb-2018: medical records was received- all relevant medical history, concurrent condition, concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (pelvic surgery done on (B)(6) 2012 ). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.